Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00520. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and an obturator sling was implanted. It was reported that after implantation patient experienced pain, burning bladder pain, vaginal pain, pelvic pain, bilateral hip pain, left leg pain, pain with intercourse, urinary incontinence, stress urinary incontinence, bloating, fecal incontinence, bladder infections, urinary tract infections, vaginal discharge, inflammation. No additional information was provided. It was reported patient experienced a laceration of the bladder which was recognized and repaired by the implanting surgeon on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystourethroscopy.

Manufacturer narrative:
Date sent to FDA: 07/08/2016.